Event description:
It was reported that double j ureteral stent could not be moved as there was difficulty in pushing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event is inconclusive as it unknown how the device interacted with the patient's body. Visual evaluation noted visual requirements per cs-7068-xx state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. When evaluating the sample it could be seen that the distal pigtail was separated from the sample. The separation did appear to be jagged. The suture porthole also had a jagged separation to the end of the stent. The suture did appear to be stretched due to the form of the suture and the separation of the suture. The sample passed all dimensional requirements. Dimensional evaluation noted dimensional requirements per cd-7068-xx state the od is to be 0.061" ± 0.002", tip ID 0.039" ± 0.002", guidewire 0.035" ± 0.001", and tube ID to be 0.040" + 0.002" -0.001". The od measured at 0.0624" and 0.0610" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. The tube ID where the separation occurred was measured using a 0.040" pin gauge. The defect that was reported could not be confirmed. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. ¿the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that double j ureteral stent could not be moved as there was difficulty in pushing.